Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had a refraction surprise and blurry vision. The lens was exchanged one month after initial implantation. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history batch records were reviewed and documentation indicated the product met release criteria. No sample was returned; therefore, the root cause can not be determined. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).